Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported the plug would not thread into the cup. An alternate plug was used.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Visual inspection of the returned device revealed the lead thread of the polar hole plug was damaged. The thread damage was too severe for thread gauging. The plug did not mate with shell. DHR was reviewed and no discrepancies were found. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. Photos showed evidence of cross-threading which may have contributed to the reported event; however, a root cause could not be determined with information available, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.